Manufacturer narrative:
Concomitant medical products: product ID: 37791, product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(6). (B)(4).

Event description:
The physician reported that there was poor coupling with the implantable neurostimulator recharger (insr). The patient was having a "terrible time" getting the antenna to couple with the implantable neurostimulator (ins). The patient was in the clinic on (B)(6) and could only get three bars. The physician noted that there was nothing unusual about the placement of the ins, noting that the depth and angle seemed appropriate, but that the plane of the ins could be "slightly better." The ins pocket was noted to be tight, shallow, and flat to skin. It was difficult/ unable to charge. They were getting four bars or less. They had only gotten four bars a couple of times since implant. Antenna locate resulted in 72-86. They had been given a replacement insr and antenna, however that had not resolved the coupling issue. They had palpated the ins to determine if it was flipped, and were getting x-rays. The ins was determined to have been flipped. The patient was in surgery on (B)(6) 2015 to have the ins flipped back over. The antenna was reported to be damaged. The patient indication was for spinal pain.